Event description:
It was reported to vyaire medical that the flow sensor port on the vela ventilator was loose while connected to a patient. The patient was taken off the device, provided positive pressure ventilation via a bag mask valve, and transferred to another ventilator. The customer confirmed no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the grey port on the front of the exhalation valve was loose. The fsr could not tighten the screws. The exhalation valve assembly was replaced and uvt (user verification tests)/ovp (operational verification procedure) was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.